Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during a device check, high, out of range high voltage lead impedance was observed. Lead replacement was recommended.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change-out, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored with routine follow-ups.